Event description:
Vasoseal was used following a diagnostic catheterization procedure. Post-procedure the patient complained of discomfort in the foot. The patient's foot was noted to be cool and pedal and posterior tibial pulses were absent. A reangiograph of the leg was performed, and found that sfa from the groin to foot was shut down. The patient went to or for the removal of collagen.